Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient had no consequences.

Event description:
Additional information received indicated that programming changes were made.